Event description:
I had the essure implanted in 2009, since then I have suffered bloating, heavy periods, extreme clotting, hair loss, rashes, pelvic pain, bacterial vaginosis, depression, extreme fatigue, weight gain, vitamin deficiency, anemia, etc. Had I known that I was going to experience all these symptoms. I would have never gone through the procedure. It has caused me so many issues and loss of time with family, please consider taking it complete off the market.